Event description:
It was reported there were high impedances on the atrial lead with almost 2 million episodes over 4000 ohms, along with oversensing. Follow-up revealed the impedances were gradually increasing since (B)(6) 2009. A lead warning occurred on (B)(6)-2009 with impedance spikes over 9999 ohms. The impedance spikes were brief with average impedances returning to 419 ohms. The lead remains in use with some high resistance. The patient will continue to be monitored. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.